Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support informed the caller that the pump automatically resets one of its microprocessors as a safety feature during its routine check. They explained the implications, such as resetting insulin on board and max hourly bolus, and the need to manually restart cgm sessions and reload the cartridge. The customer acknowledged the information and successfully resumed insulin therapy.